Event description:
It was reported that the patient's left ventricular (lv) lead has high pacing thresholds along with phrenic nerve stimulation. A lv lead revision is planned to reposition the lv lead and it remains in use until then. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.